Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. Intermittent undersensing of vf ultimately resulting in a return to sinus and loss of defibrillation therapy. A vf episode was stored and the device began to charge, but never delivered any therapy. The patient expired the same day; the cause of death was not reported. Reviewed of the egm revealed some of the undersensed beats may have been sensed if the decay delay were programmed to 0ms instead of 60ms, the primary reason for the undersensing was that r-wave amplitudes had gotten finer during the fibrillation.